Manufacturer narrative:
(B)(4).

Event description:
Procedure type: upper lobe segmentectomy. According to the reporter: the gun was placed on the lung and fired. When the black toggles pulled back, the jaws of the reload did not open. They were stuck on the tissue. The surgeon had to open another stapler and staple around the jammed jaws in order to resect a wider portion of the lung. The patient status is fine; however, there was unanticipated tissue loss. No additional blood loss or extension time in surgery. Additional information received via email: no other patient details are available, and the rep has confirmed that no reinforcement material was used with the stapling device.